Manufacturer narrative:
Date of event was not reported and was approximated.

Event description:
It was reported that catheter had a pinhole. An impulse diagnostic catheter was selected for use. During preparation, the physician discovered a pinhole 20cm at the tip of the catheter when the device was flushed outside the patient body. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that catheter had a pinhole. An impulse diagnostic catheter was selected for use. During preparation, the physician discovered a pinhole 20cm at the tip of the catheter when the device was flushed outside the patient body. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an impulse diagnostic catheter. Analysis of the tip, shaft and hub included microscopic and visual inspection. Inspection of the remainder of the device revealed no damage or irregularities. B3: date of event was not reported and was approximated.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an impulse diagnostic catheter. Analysis of the tip, shaft and hub included microscopic and visual inspection. Inspection of the remainder of the device revealed no damage or irregularities. B3: date of event was not reported and was approximated.

Event description:
It was reported that catheter had a pinhole. An impulse diagnostic catheter was selected for use. During preparation, the physician discovered a pinhole 20cm at the tip of the catheter when the device was flushed outside the patient body. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.